Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crea) on a cobas 8000 c 702 module (c702). There were no issues with any other tests. The sample initially resulted as 274.0 umol/l and this value was reported outside of the laboratory. On (B)(6) 2018, the patient was sent to the emergency room where a new sample was collected. This new sample resulted with a crea value of 105 umol/l. The original sample was then repeated, resulting as 105.7 umol/l. No adverse events were alleged to have occurred with the patient. The crea reagent lot number was 294279, with an expiration date of 31-aug-2018. Calibrations performed on (B)(6) 2018 and (B)(6) 2018 were ok. Quality controls tested from (B)(6) 2018 to (B)(6) 2017 were ok. A general reagent issue could be ruled out since calibration and controls are acceptable. The customer did not use rack adapters for sample tubes with diameter of less than or equal to 13mm. One non-roche reagent is installed on the analyzer.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. A general reagent problem could be ruled out since calibration and controls are acceptable. A carryover issue could not be ruled out since a non-roche reagent is used on the analyzer. A mis-sampling issue also could not be ruled out since the customer is using 13 mm diameter tubes without a recommended rack adapter.